Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose value at the time of incident was 400 mg/dl. The customer was treated with insulin pump for high blood glucose. Customer's current blood glucose value was 278 mg/dl. The customer did not experience any symptoms related to high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.